Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 43 mg/dl and was treated with the orange juice. The sugars are in the high 200 mg/dl and has changed sets. The blood glucose at time of incident was 277 mg/dl and current blood glucose was also same. Customer reported the following symptoms related to their high blood glucose was customer was maybe thirsty. This morning blood glucose was 44 mg/dl. Customer treated high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. Customer could not continue to troubleshoot at the moment and asked if we could call back. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).